Manufacturer narrative:
(B)(4). D10: cat: 110027734 lot: 66157394 compr vrs glen pps min tpr adr, unknown bearing, unknown peripheral screw (x2), unknown central screw. G2: foreign- japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2023 - 01969, 0001825034 - 2024 - 00929, 0001825034 - 2024 - 00930, 0001825034 - 2024 - 00931, 0001825034 - 2024 - 00932.

Event description:
It was reported patient was revised due to fracture of the glenoid and dislocation of the bearing and glenopshere approximately 5 months post implantation. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: pn 110027734, ln 66157394. Pn 115400, ln 409840 . Pn 180552, ln 826360. Pn 180553, ln 372860. Pn 180553, ln 919200. Pn 180553, ln 919280. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.